Event description:
Customer reported having issues with the insulin having a blank display and off no power. Customer did not recall blood glucose level. Troubleshooting was not performed since customer was reporting a past event. Customer stated the battery cap was damaged but it was all ready replaced. Customer was advised to monitor the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.